Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with "borderline diabetic ketoacidosis (dka)". Symptoms reported include hyperglycemia, high calcium levels and dehydration. The patient was treated with intravenous fluids, and she was released after spending 8 hours in the ER.